Event description:
Lab technician removed cap off of bd gold hemotop tube. Glass tube was broken around rim underneath cap. Some glass remained attached to the cap and tube had jagged edge. Technician cut left thumb on glass attached to cap. Specimen was from hiv+ pt.